Event description:
It was reported that there was a perforation. It was reported via social media that a patient had the watchman closure device implanted. During the left atrial appendage closure procedure a perforation occurred.